Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube window.

Event description:
Customer spouse reported via phone, the insulin pump alarmed button error while customer was attempting to bolus for dinner. Customer changed the battery several times in attempt to clear the alarm. Customer's blood glucose was 5.2 mmol/l. Customer stated the buttons were not held for three minutes or longer. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to replace the device for further analysis.